Event description:
On (B)(6), 2022 I had a cardiac angioplasty with stent done at the (B)(6) hospital by dr. S. (B)(6). They gained access through the right femoral artery. They used a vascade vascular closure system made by cardiva. There was a cardiva rep in the procedure room when the device was placed. After returning to the recovery room, the site was checked about one hour later. It was leaking. About three hours later, they couldn't see any further leakage, so I was sent home. Overnight, the leak persisted and my entire right groin was black and blue by the next morning. I went back to the doctor's office and the nurse determined visually the leak had stopped. He recommended ice packs. The second morning, my scrotum was full of blood and my right testicle was swollen. I went to the tmc emergency room in dennison texas where they ran an ultrasound and determined that the leak had stopped. They recommended ice packs. At my first checkup with dr spiegel three weeks later we discussed the leak. He thought the reaction I had to fentanyl which caused severe shaking after the procedure may have caused the leak. He also said the nurses should have applied pressure to the area before releasing me. A few comments: even though a cardiva rep was present, the doctor applied a huge amount of pressure against the site after the vascade deployment. The instructions call for a gentle pressure. Second, I am not sure that the shaking had anything to do with the device leaking. The fact that the nurses didn't apply any pressure probably had a lot to do with the poor outcome. However, if the device had worked, they wouldn't have needed to apply pressure. Anyway. So, I'm fine now. Bruising and swelling went away. But I'm sure nobody learned anything.